Manufacturer narrative:
The motor battery charger board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Motor charger board passed functional output test. Installed motor battery charger board on imaging system 267 and the system functioned as expected. Motion, 2d and 3d imaging were as expected. Visual inspection noted led's light as expected, board slightly warped but has no leaking capacitors. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the motion battery charger and motion batteries required replacement. The parts were replaced and the issue was resolved. The battery charger has been received by the manufacturer for evaluation, although analysis is not yet complete. The batteries have not been received. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that when disconnecting the umbilical cable from the image acquisition system (ias), the imaging system motion battery voltage drops and the batteries do not hold a charge. There was no patient present when this issue was identified.